Event description:
A customer reported eye tracker error, timing was unknown in the right eye of a patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite visit the field service engineer (fse) replaced eye pci board, reset all connection to the computer and vse (central voltage supply box). Fse adjusted main deflector and distance diodes to focus and intersect treatment beam, adjusted n2 low flow, e4 sensor, head up display, eye tracker to mechanical zero and performed pachymeter full calibration. Fse performed system verification as per sir (service installation record). Without sample no deeper root cause analysis is possible. Root cause could not be determined conclusively. Most possible root cause could be a faulty eye pci board. The manufacturer internal reference number is: (B)(4).